Event description:
It was observed that during the device inspection, the rhino-laryngofiberscope exhibited foreign object on the actuator body. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: e1 (initial reporter name should be in blank) h8 (added usage of device "re use"). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected additionally paint peeling was observed in the control section main body, with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. The event can be prevented by following the instructions for use which state: "chapter 7 maintenance and storage". Olympus will continue to monitor field performance for this device.